Event description:
Info was received from a dme provider that a continuous positive air pressure (CPAP) device allegedly "caught on fire" while in use. The pt alleges the fire was extinguished by unplugging the unit from the wall outlet. The pt states the enclosure was warped but without any voids. The pt had disposed of the device at that time and it is not available for the manufacturer to confirm or investigate the allegation. Therefore, no further action will be taken by the manufacturer.